Event description:
Description of event according to the initial reporter: component separation. Zta p 38-167. On (B)(6) 2021: relining of proximal tevar portion of thoracoabdominal branch graft device with gore ctag 37x200mm straight stent graft. Patient outcome: patient tolerated the procedure. No additional information regarding the patient has been received.